Event description:
The facility reported an infusion pump which turned on by it self. Info regarding whether or not the device have in use on a pt when this failure occurred was not available, no additional contact info was provided. The hospital rep stated there have been no reports of any pt incident involving this pump since the last baxter service event.